Manufacturer narrative:
The device remains implanted in the patient at the time of this report and is not available for evaluation. The device history record for this device was reviewed. There was 1 nonconformance related to the manufacture of this lot of product. (B)(4) devices failed the standard flow test. The data was reviewed and the result was found to be due to operator error. The flow test was repeated and all product passed the subsequent flow test. The device passed all other functional and performance tests prior to release from manufacturing. Supplement is to add additional information provided by the healthcare provider. The root cause of this complaint was ultimately determined to be a device migration resulting in the catheter coiling on itself and restricting flow through the device. Patient underwent a revision surgery to address the device migration and the healthcare provider reported that the device was now working. Migration is a known adverse event listed on the labeling of the intera 3000 hepatic artery infusion pump. Blank fields in the MDR report represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was reported to intera oncology that an intera 3000 hepatic artery infusion pump has run slower than the flow rate specified on the device labeling. The reported flow rates are as follows: 1.2 ml/day on (B)(6) 2024, 0.86 ml/day on (B)(6) 2024, and 0.32 ml/day on (B)(6) 2024. The device was implanted on (B)(6) 2023. The device remains implanted in the patient and is not available for investigation. The healthcare provider is working with intera oncology medical affairs to resolve a potential clot. Update: the healthcare provider instilled tpa in the pump to resolve a potential clot. Imaging after instilling tpa showed that the catheter was coiled on itself and the pump was flipped. It was reported by the healthcare provider that on (B)(6) 2024 the patient underwent revision surgery to uncoil the catheter and resuture the pump. On (B)(6) 2024, the healthcare provider indicated that the pump was now working as intended.

Manufacturer narrative:
The device remains implanted in the patient at the time of this report and is not available for evaluation. The device history record for this device was reviewed. There was 1 nonconformance related to the manufacture of this lot of product. 18 out of 19 devices failed the standard flow test. The data was reviewed and the result was found to be due to operator error. The flow test was repeated and all product passed the subsequent flow test. The device passed all other functional and performance tests prior to release from manufacturing. Blank fields in the MDR report represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was reported to intera oncology that an intera 3000 hepatic artery infusion pump has run slower than the flow rate specified on the device labeling. The reported flow rates are as follows: 1.2 ml/day on (B)(6) 2024, 0.86 ml/day on 6/13/24, and 0.32 ml/day on (B)(6) 2024. The device was implanted on (B)(6) 2023. The device remains implanted in the patient and is not available for investigation. The healthcare provider is working with intera oncology medical affairs to resolve a potential clot.